Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices were not returned.

Event description:
Patient initially implanted with afx devices. It was reported the physician had to explant devices due to an infection.